Manufacturer narrative:
The lot number was provided. A review of the approved device history record indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned to the manufacturer for analysis. The investigation is currently underway.

Event description:
It was reported that the coil detached in the microcatheter. Both segments were removed in their entirety from the patient. There was no reported intervention or patient injury. The patient was reported to be fine.

Manufacturer narrative:
The device was returned with the introducer, pusher, and coil for analysis. The pusher was noted to be partially sheathed in the introducer, with the distal end of the pusher still outside of the introducer. The implant was found detached from the pusher. The introducer did not contain any notable damage. Approximately ¾" (1.905cm) of the monofilament was present at the distal end of the pusher. The broken tip of the monofilament had a mushroom-like shape. The heater coil and strain relief did not have any notable burns or damage. The body coil of the pusher between the platinum coil and heater coil contained overlaps. The attachment bond area of the pusher was noted to be intact and contained some minor contamination. The remainder of the pusher did not contain any observable damage. The implant was stretched at the proximal tie knot area, and contained some damages throughout the coils. The proximal tie knot did not contain any monofilament. At the distal end, the coil was noted to be stretched just proximal of the distal tie knot; however, the cured area was still intact with the monofilament knot. There were no other notable observations. Based upon the investigation findings and available information, the reported complaint can be confirmed. The coil was detached from the pusher. The root cause cannot be determined; however, the device exhibits evidence that it was subjected to tensile forces that exceeded its strength specifications. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.